Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that after an extensive surgery, the patient noticed she lost all stimulation of her left jaw. The doctor noted he might have damaged the leads. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the lead tail was hooked up to see if it would illicit stimulation however it was unsuccessful.